Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient was not getting the same coverage as they did right after the implant. The patient¿s device wasn¿t working as well as it did right after implant. Right after implant the patient could feel stimulation on both their right and left sides and they could adjust both their right and left sides. The patient had a lead revision and since then they had not been able to get the device programmed the way it was right after implant. For the patient to feel any stimulation on their left side they had to turn the right side way up. Most of the patient¿s pain was on their left side. The patient couldn¿t stand having their stimulation so high since the stimulation would go into the patient¿s chest. The patient had to have their stimulation off 95% of the time. When the stimulation was up high it messed with the patient¿s blood pressure and their blood pressure increased. If the patient would sit very still the stimulation didn¿t bother them but any type of movement and the stimulation would feel too high. A manufacturer representative had the stimulation turned up to 7.9v and the patient could feel stimulation on both sides but this was too high so the patient turned the stimulation down to 5.0v. At 5v, the patient wasn¿t feeling any stimulation on the left side. The last time the patient was programmed when they were sitting in the office it was fine but when they got 2 miles away they had to pull over and turn the stimulation off because it was too high. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.